Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation it was noticed that the jaw is broken off. This is typically caused by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces. Also, it was noted discoloration on the device. No broken parts were returned for investigation. Functional testing was not performed due to the damage of the device. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/24/2023, it was reported by a sales representative via email that a ar-12990 knee scorpion¿ broke. This occurred during a left knee meniscal root repair the tunnel was drilled with the included flipcutter. A fiberstick was then passed and docked without issue. The surgeon loaded one of the included 0 fiberlinks (from the kit) onto the scorpion and introduced the device into the knee. As he closed the top jaw down onto the meniscus the entire top jaw sheared off. It was eventually able be to retrieved from the back of the knee. The case was completed using a device from a different manufacturer. Following completion of the repair, x-rays were taken to confirm there wasn't any metal retained in the knee.